Event description:
Caller reported lancet protruding from lancing device cap. No adverse event reported. A request was made for the return of the device and lancets.

Manufacturer narrative:
The event occurred in (B)(6). The year is the only known part of manufacture date. We have defaulted to the first of the year. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.